Manufacturer narrative:
The extent of the alleged patient injury is not known. If further information becomes available, a supplemental report will be submitted as necessary.

Manufacturer narrative:
Supplemental report submitted, as conversation with the account determined that the patient fall which occurred was not related to the product or a product malfunction. The patient was not getting into or out of the bed when the reported fall occurred. He was walking around the in his room and slipped.

Event description:
It was reported via repair work order that allegedly the scale would not zero out. It was further reported that allegedly the patient fell and was injured. Upon evaluation of the unit by the service technician, no defect or malfunction was found, and no correction required.

Event description:
It was reported via repair work order that allegedly the scale would not zero out. It was further reported that allegedly the patient fell and was injured. Upon evaluation of the unit by the service technician, no defect or malfunction was found, and no correction required.